Event description:
The balloon became stuck in a 5f cordis sheath. This happened two timees in a row on the same patient. The doctor switched to a 6f sheath and it worked fine. There was no patient injury reported.